Manufacturer narrative:
(B)(4) date sent: 01/12/2022 additional information was requested, and the following was received: what were the indications for surgery?: unknown. What surgical procedure was performed?: colectomy. Did the patient receive any preoperative chemotherapy or radiation?: unknown. Were there any issues experienced with the device in the initial surgical procedure?: none reported. What healthcare professional fired the device and what is his/her experience with the device?: assist fired device, assist has fired numerous times before where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?: was not in case, I am unsure did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?: no. Did not retighten after 15 seconds. Were there any issues with device use/firing?: none reported what confirmation was received that the device completed the firing sequence?: unknown¿was not in room was the green checkmark visible at the end of the firing?: yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device?: 2 was there any difficulty removing the device?: none reported. Was a complete transection of the white breakaway washer visually confirmed?: no adverse reporting noted. Were there any issues noted with staple formation?: none reported. Was a leak test performed? If so, what type and what was the result? Unknown¿surgeon typically does perform a leak test. No adverse reaction regarding leaks reported. Was the staple line visualized endoscopically during the initial surgical procedure?: unknown. How was the post-op bleeding identified?: not reported. How many days postoperative was the bleeding identified?: I believe was same day. Not reported. What was the total estimated blood loss (ml)?: not reported. Was a transfusion required?: yes. How was the bleeding addressed?: transfusion. Unsure how further addressed. What was the pre and postoperative anti-coagulant and pain management protocol?: unsure. Was the bleeding intraluminal or extraluminal?: intraluminal. What is the patient¿s current status?: okay.

Manufacturer narrative:
(B)(4). Only event year is known: 2021.. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the patient¿s current status?

Event description:
It was reported that patient had a postoperative bleed at staple line after utilizing echelon circular stapler for end to end anastomosis in colectomy procedure. The patient received blood to replace.